Event description:
It was reported that difficulty removing a balloon catheter and vessel trauma occurred. A 25mm non-boston scientific (bsc) surgical valve was previously implanted on an unknown date. Vascular access was obtained via a mildly tortuous, mildly stenotic, mildly calcified right transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with four (4) inflations of a 22mm non-boston scientific (bsc) balloon catheter. After completion of bav, the 22mm non-bsc balloon catheter was unable to be withdrawn through the 14f isleeve introducer sheath. Multiple attempts were performed to deflate the 22 mm non-bsc balloon catheter and remove through the 14f isleeve introducer sheath were unsuccessful. The 22 mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed from the patient anatomy as a unit with the balloon catheter located outside of the 14f isleeve introducer sheath. A second 14f isleeve introducer sheath was placed and the acurate neo2 valve was successfully implanted. At the conclusion of the procedure damage to the right femoral artery was noted and attributed to removal of the first 14f isleeve introducer sheath. A 10mm non-bsc balloon catheter was inflated in the right femoral artery and an unknown covered stent was advanced from the contralateral side. The stent was placed and the operators suspected the deployed stent occluded the right femoral artery. Flow to the right femoral artery was unable to be restored and a dissection was noted in the left iliac artery. A 10mm balloon catheter was inflated in the left iliac artery and the patient was transferred to vascular surgery. Patient status the patient underwent vascular surgery.

Manufacturer narrative:
B5 describe event or problem updated. B7 other relevant history updated . H6 patient codes updated.

Event description:
It was reported that difficulty removing a balloon catheter and vessel trauma occurred. A 25mm non-boston scientific (bsc) surgical valve was previously implanted on an unknown date. Vascular access was obtained via a mildly tortuous, mildly stenotic, mildly calcified right transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with four (4) inflations of a 22mm non-boston scientific (bsc) balloon catheter. After completion of bav, the 22mm non-bsc balloon catheter was unable to be withdrawn through the 14f isleeve introducer sheath. Multiple attempts were performed to deflate the 22 mm non-bsc balloon catheter and remove through the 14f isleeve introducer sheath were unsuccessful. The 22 mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed from the patient anatomy as a unit with the balloon catheter located outside of the 14f isleeve introducer sheath. A second 14f isleeve introducer sheath was placed and the acurate neo2 valve was successfully implanted. At the conclusion of the procedure damage to the right femoral artery was noted and attributed to removal of the first 14f isleeve introducer sheath. A 10mm non-bsc balloon catheter was inflated in the right femoral artery and an unknown covered stent was advanced from the contralateral side. The stent was placed and the operators suspected the deployed stent occluded the right femoral artery. Flow to the right femoral artery was unable to be restored and a dissection was noted in the left iliac artery. A 10mm balloon catheter was inflated in the left iliac artery and the patient was transferred to vascular surgery. Patient status the patient underwent vascular surgery. It was further reported when the bav balloon catheter was deflated it did not properly rewrap. The injury in the right femoral artery was located above the access site and above the bifurcation. Following the transcatheter aortic valve replacement procedure the patient exhibited agitation and the inability to open their eyes and was diagnosed with a cerebral vascular accident.

Manufacturer narrative:
B5 describe event or problem updated. H6 patient codes updated. Device analysis: the 14f isleeve introducer sheath was returned and device analysis was performed by a bsc quality technician. The 14f isleeve introducer sheath was returned without the dilator and with a 22mm balloon catheter inside the sheath, protruding from the hub. Visual and microscopic analysis of the 14f isleeve introducer sheath was performed. A kink was observed 18cm from the distal tip of the device. All three (3) expansion seam lines were expanded which is expected to occur during use and is not considered damage to the device. During functional testing, resistance was encountered when attempting to remove the balloon catheter from the 14f isleeve introducer sheath. Once removed from the 14f isleeve introducer sheath, a kink was identified on the balloon catheter shaft and the balloon was not correctly folded at the proximal end. The damage to the 14f isleeve introducer sheath is consistent with resistance and manipulation from the removal of the balloon catheter. Available media was provided to assist in the investigation and was reviewed by a bsc quality technician. The available media was 3mensio which showed the patient anatomy, in which the femoral arteries were suitable for 14f isleeve introducer sheath use.

Event description:
It was reported that difficulty removing a balloon catheter and vessel trauma occurred. A 25mm non-boston scientific (bsc) surgical valve was previously implanted on an unknown date. Vascular access was obtained via a mildly tortuous, mildly stenotic, mildly calcified right transfemoral approach. A 14f isleeve introducer sheath was placed and a safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with four (4) inflations of a 22mm non-boston scientific (bsc) balloon catheter. After completion of bav, the 22mm non-bsc balloon catheter was unable to be withdrawn through the 14f isleeve introducer sheath. Multiple attempts were performed to deflate the 22 mm non-bsc balloon catheter and remove through the 14f isleeve introducer sheath were unsuccessful. The 22 mm non-bsc balloon catheter and 14f isleeve introducer sheath were removed from the patient anatomy as a unit with the balloon catheter located outside of the 14f isleeve introducer sheath. A second 14f isleeve introducer sheath was placed and the acurate neo2 valve was successfully implanted. At the conclusion of the procedure damage to the right femoral artery was noted and attributed to removal of the first 14f isleeve introducer sheath. A 10mm non-bsc balloon catheter was inflated in the right femoral artery and an unknown covered stent was advanced from the contralateral side. The stent was placed and the operators suspected the deployed stent occluded the right femoral artery. Flow to the right femoral artery was unable to be restored and a dissection was noted in the left iliac artery. A 10mm balloon catheter was inflated in the left iliac artery and the patient was transferred to vascular surgery. It was further reported when the bav balloon catheter was deflated it did not properly rewrap. The injury in the right femoral artery was located above the access site and above the bifurcation. Following the transcatheter aortic valve replacement procedure, the patient exhibited agitation and the inability to open their eyes and was diagnosed with a cerebral vascular accident. The physician confirmed the patient had no vascular problems and was doing well. However, as they still were unable to open one of their eyes, they were discharged to a rehabilitation center.